Manufacturer narrative:
Initial reporter additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening radius side assessed as an unidentified (tear) opening and observed cracked valve seat diaphragm valve. (Shell thickness within specification) additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional called to report right side deflation. Device has been explanted and replaced.